Manufacturer narrative:
Follow-up #1 and final report submitted to update based on the results of investigation. Reported event: an event regarding an issue with segmentation involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: -device history review: a review of the DHR associated with rio 339 found quality inspection procedures and pt review successfully passed. -complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding segmentation issue. There was one reported event ((B)(4)). Conclusion: no investigation was conducted since no information was provided. Three communications were made.

Event description:
The surgeon was completing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system. Segmentation of hip did not match the actual anatomy of the patient. When the segmentation was checked, there were areas of bone that were not included in the segmentation. My doctor was able to put the blue probe on bone and it showed up as being an area with no bone on the 3-d model. Many attempts were made to retake registration, initial landmarks and even moving in initial landmarks to easier spots. All these attempts failed and we had to bail to a manual hip. Delay of >30 minutes and finally procedure was terminated.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system. Segmentation of hip did not match the actual anatomy of the patient. When the segmentation was checked, there were areas of bone that were not included in the segmentation. My doctor was able to put the blue probe on bone and it showed up as being an area with no bone on the 3-d model. Many attempts were made to retake registration, initial landmarks and even moving in initial landmarks to easier spots. All these attempts failed and we had to bail to a manual hip. Delay of >30 minutes and finally procedure was terminated.